Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Cts provided information to reset the pump, assisted with the reset, and confirmed no recurrence of the malfunction code after the reset. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which was acknowledged and understood by the caller.